Event description:
Customer reports system is displaying low ma error code. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage power supply pcb. System operates as intended.